Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health effect clinical code 4581: mild dilated pupil. H6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -8.5/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. A mild dilated pupil was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.